Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified) at 620pm. The patient reported a blood glucose result of "9.6 mmol/l" with the subject meter. At the time of the alleged result, the patient administered self humalog insulin (4 units). About 10 minutes after that, the patient retested and obtained a blood glucose result of "2.4 mmol/l." The patient tried to eat "sugary food" and a baked potato; however, the patient claims he still lost consciousness. The patient's mother contacted emergency medical services (ems). A health care professional (hcp) administered the patient glucose gel and the patient reportedly slowly regained consciousness. The patient obtained blood glucose results of "2.6, 3.6 and 3.3 mmol/l" with the ems device. The patient retested later that same evening on the subject meter and obtained results of "6.7 and 10.5 mmol/l." At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly "lost consciousness" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.